Manufacturer narrative:
Device deemed reportable on 12 august 2019. Initial reporter is company representative. Investigation summary: service & repair evaluation: the customer reported the device failed in calibration. The repair technician reported the device failed high during torque test. Torque test failed high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Customer quality investigation: visual inspection performed at customer quality (cq) observed that the given device torque limiting handle was received intact with light surface wear. Functional evaluation was performed by the technician and stated that the device fell above the high end of the allowable torque range on one of the 12 clockwise tests (minpeak: 10.88 nm, maxpeak: 11.32 nm, average torque: 11.07 nm). The complaint condition is confirmed, consistent with the reported condition. Document/specification review: drawing(s) was reviewed; note 6 of the print states that ¿wrench to be bidirectional torque limiting type set at 10 +1/-0nm. Vender to certify to 10 +1/-0nm.¿ the design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The service & repair history (s&r) review, device inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition is confirmed as the item failed calibration testing high. The returned instrument has exceeded the expected instrument life (three years) established by (B)(4), therefore any recalibration could not be assured. No design or manufacturing issues were identified over the course of the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: part #: 388.261. Synthes lot number: 9985521-06. Supplier lot number: 9985521-06. Manufacturing site: synthes (B)(4). Release to warehouse date: 11-jun-2016. Supplier: (B)(4). No ncr¿s were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a 10 nm torque wrench 11 mm across the flats failed in calibration. It was found during testing at service and repair. There was no patient involvement. This is report 1 of 1 for (B)(4).